Event description:
It was reported the patient experienced a shocking or jolting sensation near his heart when the neurostimulator turns on. Troubleshooting was being considered. Additional information has been requested but was not available on the date of this report.